Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 9 months. The device was returned for analysis. Evaluation is not yet complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange due to suspected pump thrombosis. No further information was provided.

Manufacturer narrative:
Date of event changed to (B)(6) 2013. The explanted device was returned for analysis. Evaluation of the lvad pump revealed a deposition on the rotor body. Although a root cause for the observed deposition could not be conclusively determined through the evaluation, it was partially obstructing the blood flow path and could have contributed to the elevated lactate hydrogenase and reported thrombus symptoms. The blades and body of the rotor revealed pink, tissue-like deposition. The thrombus appeared to be loosely seated and appeared to have been ingested into the pump. The deposition had areas of denaturation and contact marks were present at the distal end of the rotor, which indicates that the deposition may have been present while the pump was supporting the patient. However, the evaluation could not conclusively determine the origin of the deposition nor the duration of their presence in the pump. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided indicated that the patient experienced elevated lactate dehydrogenase level greater than 2500u/l which had been intermittent for over 3 years. Admittance to rule out pump thrombus included (B)(6) 2013, started on eliquis, (B)(6) 2014, (B)(6) 2015. The patient had tissue plasminogen activator on last admission on (B)(6) 2015. In addition, the patient had gastrointestinal bleeding in the past and was admitted on (B)(6) 2014 and had been on eliquis, plavix with hyperglycemia glucose in the 300's. The patient was currently administered coumadin. International normalized ratio (inr) goal was 2-3 and at time of event inr was 2.0 with glucose at 351. No data log files were available. The patient was admitted on (B)(6) 2015 and received a pump exchange on (B)(6) 2015. Post pump exchange the patient is doing great.